Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Patient reported withered, drooping, "it looks like it doesn't have a prosthesis" current ultrasound suggestive of implant rotation in the right breast confirmed via us, later healthcare professional reported capsular contracture baker grade IV. This record is for a the right side. Device was explanted.

Event description:
Patient reported right side "withered", "drooping", "it looks like it doesn't have a prosthesis", and "current ultrasound suggestive of implant rotation in the right breast" confirmed via us. Healthcare professional later reported right side capsular contracture baker grade IV. Patient was given antibiotic treatment, without improvement. Device has been explanted. Capsulectomy was performed.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b7, h6.

Event description:
Patient reported withered, drooping, "it looks like it doesn't have a prosthesis" and presents current ultrasound suggestive of implant rotation in the right breast confirmed via us, later healthcare professional reported capsular contracture baker grade IV. This record is for a the right side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6.